Manufacturer narrative:
PMA/510(k) #: k160229. This complaint file is related to (B)(4) (emdr 3001845648-2021-00412), (B)(4) (emdr 3001845648-2021-00413) and (B)(4). Device evaluation: 1 unit of lot c1776192 of echo-hd-22-ebus-o-c was not returned for evaluation, a document based investigation was conducted. As per images provided, needle appears to be broken distally. Additional information was requested to aid investigation; to clarify if one of the devices sent back in relation to (B)(4) would be related to (B)(4). From additional information provided: "I have asked him ¿ sorry but he can't confirm which device relate to the patient and the relevant pr " document review including IFU review: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1776192 did not reveal any discrepancies that could have contributed to this complaint issue. Upon review of complaints this failure mode has occurred previously with this lot c1776192 however there is no evidence to suggest that this issue affects the entire lot c1776192. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could be determined from the available information. A possible root cause could be attributed to advancement into a hard lesion causing the distal tip of the needle to break. It could also be due tortuous anatomy requiring flexed endoscope position and extreme angulation resulting in the distal part of the needle breaking. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. Needle tip , suctioned out. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Final MDR being submitted due to completion of investigation on 24-nov-2021.

Manufacturer narrative:
PMA/510(k) #: k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During ebus procedure the doctor notice that the needle has been bended/kink¿ he pull out the needle immediately and saw that it is broken on (B)(6) -2021 confirmation received that there were 3 different patients/ procedures. Pr 332175, 329435 & 329438 are capturing these 3 procedures. Patient outcome: a section of the device did not remain inside the patient¿s body. Needle tip , suctioned out the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence